Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A nurse called in regards to her patient receiving drain complications. The nurse called back and reported that the drain complications were continuing, and that the patient had fibrin due to peritonitis.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A nurse called in regards to her patient receiving drain complications. The nurse called back and reported that the drain complications were continuing, and that the patient had fibrin due to peritonitis.